Event description:
Used heat wrap as not directed [device misuse]. Case description: this is an initial spontaneous report from a contactable nurse who reported for herself. This (B)(6) female consumer started to use wyeth otc product; heat wrap (thermacare neck, wrist and shoulder) wrap topically on (B)(6) 2012 for the pain in shoulder. The relevant medical history of the consumer included diabetes, blood pressure problem, cholesterol problem and all since unk durations. The relevant concomitant medications of the consumer were unk. The relevant past product history of the consumer included unspecified heat pads since an unk date for pain in shoulder which she stopped using on an unk date. The consumer reported that on (B)(6) 2012, while being on heat therapy, she used heat wrap as not directed as she elaborated that while using the heat wrap she slept for 15 mins and when she woke up she found two cells of the heat wrap opened. The relevant laboratory data were unk. The consumer stopped using heat wrap on (B)(6) 2012 and was not using heat wrap at the time of report. Therapeutic measures taken if any, in response to the reported events were unk at the time of report. The clinical outcome of the reported event was unk at the time of report.